Event description:
It was reported that the customer had an issue with the battery and keypad on her insulin pump. The customer's blood glucose level was 87 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump powered up properly after the battery installation. The insulin pump had operating currents within specification. No unexpected low battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No number ramping on the display was noted. The insulin pump had a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.